Manufacturer narrative:
H3 other text: device remains implanted.

Event description:
A patient was implanted, with a variax plate, variax screws, a 2.5 cc vitoss ba2x foam pack. And 15 cc hydroset xt in their foot, following removal of a bone mass. Beginning approximately, four-months post-operatively. The patient reported, experiencing "severe foot pain" and difficulty walking. This report captures, the 2.5 cc vitoss ba2x foam pack.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was implanted with a variax plate, variax screws, a 2.5 cc vitoss ba2x foam pack, and 15 cc hydroset xt in their foot following removal of a bone mass. Beginning approximately four-months post-operatively, the patient reported experiencing "severe foot pain" and difficulty walking. This report captures the 2.5 cc vitoss ba2x foam pack.